Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that arrhythmia occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or any other antiplatelet medications at the time of index procedure. The subject received loading dose of 300 mg of aspirin. A lotus introducer was placed and the aortic valve was treated with balloon aortic valvuloplasty (bav) with the subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete re-sheathing into the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the directions for use. During the index procedure, the subject developed left bundle branch block. Of note, no conduction disturbances were noted post bav. No diagnostics were performed, and no action was taken to treat the event. At the time of reporting the event was considered not resolved. One (1) day post index procedure, the subject was discharged on asprin and clopidogrel.